Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization, the physician flushed a EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7591268) with saline and pushed the stent into y connector. The stent was impeded in y connector and could not advance any more. The physician retracted the stent and switched a new stent to complete the surgery. One marker of the stent was found to be fractured. The microcatheter was not replaced. There was no patient injury reported. Additional information received on (B)(6) 2023 indicated that it was not necessary to remove the microcatheter with the stent. They were not able to torque the device. There was no evidence of physical material within the device. After the resistance, a new stent was used with the same mc without issue. There were no procedural delays due to the event. A non-sterile EU 4.5x22mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent component was returned already detached from the unit. The introducer was not returned for evaluation. Microscopic inspection revealed that one strut was found with kink damage next to one of the marker bands. The delivery wire tip was separated from the rest of the device, and it was not returned for evaluation. The proximal end of the distal coil was found detached from the delivery wire. One (1) kinked condition was found at the distal end of the remaining delivery wire. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the y connector could not be evaluated through functional test; the stent must must still be attached to the delivery wire and inside the introducer tube to perform the functional analysis. The damages observed on the stent and delivery wire were not originally reported in the complaint, however, the reported issue can be confirmed based on such damages, which suggest that the device was subjected to certain manipulation that could also have caused the stent to disengage from the delivery wire. The issue reported regarding the stent fracture was not confirmed since only a kink condition was noted. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, the physician flushed a EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 7591268) with saline and pushed the stent into y connector. The stent was impeded in y connector and could not advance any more. The physician retracted the stent and switched a new stent to complete the surgery. One marker of the stent was found to be fractured. The microcatheter was not replaced. There was no patient injury reported. Additional information received on 12-jul-2023 indicated that it was not necessary to remove the microcatheter with the stent. They were not able to torque the device. There was no evidence of physical material within the device. After the resistance, a new stent was used with the same mc without issue. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.